Event description:
Customer reportedly received results of 310 mg/dl and 49 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with sugar tablets and grapes and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.